Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the access 2 immunoassay system for two patients. Customer tested a sample for accutni and obtained a result of 1.49 ng/ml. The sample was stored refrigerated and re-tested the next day upon which it gave a result of 0.09 ng/ml. A sample obtained from another pt when tested on a later date gave a result of 1.17 ng/ml. This sample also was stored refrigerated and re-tested the next day upon which it gave a result of 0.03 ng/ml. The erroneous results were reported outside of the laboratory. It is unk if there was an affect to pt or user with regards to this event.

Manufacturer narrative:
Sample from pt one was drawn into a sst tube and centrifuged at 3600 rpm for 6 mins. Sample from pt two was drawn into a lithium heparin tube and centrifuged at 7255 rpm for 3 mins. Qc resulted within specifications prior to the erroneous results obtained on two days in 2008. System checks performed on three days in 2008 resulted within specifications. A field service engineer (fse) went on-site in 2008: fse found a split in the vacuum line at the t fitting by the vacuum jar. Fse cut 1/2" off of end of tube and reseated. Fse adjusted ultrasonics and mixer speed which was 20 rpm low. Fse removed a small piece of ceramic under the black seal of the wash valve in a hole of the acrylic block. Fse re-assembled the valve and primed. Fse performed system check which failed. Fse examined the aspirate probes and found a probe had dried buffer around the stem and spring area which interfered with the movement of the spring/probe and replaced the aspirate probe. Fse ran qc which resulted within specifications. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.